Event description:
Tampons came apart inside me- vagina [foreign body in reproductive tract]. Tampons ripped [device breakage]. Case description: consumer reported via social media that tampon came apart inside her and they ripped. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.